Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records, patient has pain on the left hip during physical examination last (B)(6) 2017. Recent labs reveal cobalt increased from 20.2 to 25. Chromium is stable at 11. It was 10 before. The patient has significant functional deficits, recent visual problem, trochanter tenderness, pain in rotation of the leg, and leg length discrepancy. The patient ambulates with an antalgic trendelenburg gait and moves about at a moderate pace. Medical records also stated a wear of articular bearing surface of internal prosthetic left hip joint. Patient was revised to addressed left failed total hip arthroplasty, metal on metal reaction. Operative notes stated of metal stained reaction. There was a partial erosion of abductors. No evidence of infection. Doi: (B)(6) 2009, dor: (B)(6) 2017, left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.